Event description:
Speculum coating bubbling. The insulation appears to be cracked. Leep graves spec med 61514 (B)(4).

Manufacturer narrative:
Investigation no sample returned. *analysis and findings. Distribution history the complaint product was purchased from murph industries llc. Manufacturing record review manufacturing record review is not applicable for this product. Incoming inspection review a review of the incoming inspection record could not be performed because the complaint product lot/serial number was not provided. Should the complaint product lot/serial number be provided going forward, the incoming inspection report will be reviewed, and this complaint amended accordingly. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. A concern of bubbling in the speculum coating. Also, no crack on the product has been reported in the past. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. However, based on the pictures that have been provided by the customer, they revealed a crack on the product, see below picture. There were no bubbles identified on the provided pictures. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: while no definitive root cause could be reliably determined, the potential cause of bubbling and cracking are both may be caused by excessive heat or using a caustic chemical to clean the units (based on the customer's provided pictures and the coopersurgical service department comment). Corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. *was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
*What are the details of the complaint? Is there anything else? Related complaint (B)(4). Ongoing concerns with speculum coating bubbling that started with a few graves speculums # 61515 and #61514 before reprocessing and now has begun happening to more speculums with reprocessing. The insulation appears to be cracked which causes bulging in insulation weak spots. Concern was brought forward to vendor in may and continues to be a concern. Mdrd has verified with mifu and can confirm that sterilization on the insulated speculum are at the validated parameters. Did the incident occur before, during, or after a procedure? Before. Patient, gamete, embryo, or end user involvement? Yes. Any patient injury or impact to the gamete or embryo? No. Medical or procedural intervention? No. Patient/gamete/embryo status: n/a. Follow-up response: lot numbers cannot be found on these items. Additional follow-up response: mostly cracked and yes some metal exposed. Leep graves spec med 61514 (B)(4). Feedback csi service and repair : if cracked or chipped, there is a chance the patient could be shocked by the leep electrode touching bare metal on the speculum. Bubbling and cracking are both caused by excessive heat or using a caustic chemical to clean the units.